Manufacturer narrative:
H10. H6, h3: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. No product identification information was provided and thus a complaint history review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Additional information in d4. (Serial no. And UDI no. Of concomitant/accessory device added).

Event description:
It was reported that during an arthroscopy, the hand piece was not functioning and showed a hand piece stal error. It was not reported if a smith & nephew device was available. It is unknown if the procedure was successfully completed. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.